Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ins turned off by itself. Patient reports it happened twice in one day last week and once the week before. Exact dates unknown. Patient reports it hasn¿t happened since. Cause of event is undetermined. Rep checked recharge diaries with clinician programmer on (B)(6) 2021, which did not show any time(s) that ¿therapy was not available. Patient to keep a log of any future events and contact rep if happens again. Issue resolved.